Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. The blood glucose reading was 350 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. There had also been another hospitalization on (B)(6) 2014, also due to diabetic ketoacidosis. The customer was treated and released both times. She stated that the device had a protruding drive support cap, which was reported a month after the second hospitalization. She also stated that the insulin pump had scratches on the screen, and had alarmed no delivery randomly 2-3 months prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(6).an error alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to the error alarms. The insulin pump passed displacement test. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and cracked case near the display window corners were noted during a visual inspection.